Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. Suggested component code: mechanical (g04) ¿ femur 4756. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately 3 years post implantation due instability. Attempts to obtain additional information have been made; however, no more is available.